Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Event description:
It was reported that there was a power on reset (por) on the implantable cardioverter defibrillator (ICD) while the patient was in the hospital. Interrogation was performed and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that the device was at elective replacement indicator (eri) and was explanted and replaced.